Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 dual mobility liner 46mm g item# 110024465 lot# 985080 was returned and evaluated. Upon visual inspection there is scuffing on the lip of the liner. It could not be felt with a finger nail. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Item # 12-11511/ cer bioloxd mod hd / lot # 2958462; item # 110010268/ g7 osseoti multihole/lot # 6627081; item # 00625006530/ bone screw/ lot # j6923634; item # 00625006525/ bone screw/ lot # j6923634; item # 51-104140/ tprlc 133 t1 pps/ lot # 6923929; item / 110031013/ bearing/ lot # 64790181. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -01175.

Event description:
It was reported patient underwent hip revision surgery 2 weeks post implantation due to dislocation and dissociation. Attempts have been made and additional information on the reported event is unavailable at this time.